Manufacturer narrative:
Visual inspection was performed on the returned product and no abnormalities or defects were observed. During functional evaluation, no abnormalities were detected and there was no water. Additionally, the safety release valve functioned as intended. Review of the device history record for the confidence kit and its pump and cement components found no issues were identified during the manufacturing and release of this products that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Review of complaints for the past twelve months found no emerging trends. The reported issue of a leak between the reservoir cap and rectus connector could not be confirmed. Therefore, the root cause of this complaint is unknown. All returned products were functioning as intended. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.

Event description:
International affiliate reports when attempting to inject cement, water discharged from between kit¿s the rectus connector component and the cement reservoir cap. Another system was available to complete the procedure. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
A follow up report will be filed upon receipt of the kit and completion of the investigation.